Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to blood glucose. Reportedly, the customer continued to use the pump and had manual injections available for alternate insulin therapy until replacement arrived.